Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 386 mg/dl with a small level of ketones and a correction bolus was delivered to address the bg level. . A pump system check was performed and there was no device issue was found. The contact thought that there was a possible infusion set site issue and it was going to be changed.